Manufacturer narrative:
B3: unknown; no information has been provided to date. The device is available for evaluation; however, has not been received.

Event description:
A reported incident involving a chemoclave bag spike with additive port, chemoclave, ongoing issue with the clave device. As a result of the event, the patient required hospitalization. There was a patient involvement but no reported patient harm.